Event description:
It was reported that this was a closure using a prostyle device relative to an unspecified procedure. Reportedly, the first perclose stitch broke. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient is stable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, and link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: this was an arteriotomy closure of the calcified left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty procedure using a 6f sheath. Manual compression was applied to achieve hemostasis. No additional information was provided.